Event description:
The pump was replaced due to battery depletion. The catheter was replaced due to a fracture. The patient had no symptoms related to the event. The patient outcome was reported as "no injury". It was noted that the patient was doing well with the new pump and catheter. The device system was used to deliver lioresal.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.